Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced shocking at the ipg site. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 5apr2024 wherein the ipg was explanted and replaced to address the issue.